Manufacturer narrative:
Date of event, implant date, treatment date: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty to remove, however, factors that may contribute difficulty to remove include, but are not limited to, incorrect design, inadequate pre-dilation, incomplete deflation, and interaction with anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after successful deployment of xience stents, the physician has noted sticking issues when attempting to remove the stent delivery system. There have been no adverse patient effects or clinically significant delays reported. No additional information was provided.